Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there was a small round part of the scope had fallen off occurred at reprocessing involving an olympus rhino-laryngo videoscope. There was no patient injury reported.